Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 35 mg/dl, and a loss of consciousness. Reportedly, customer over corrected for a prior bg level. Pump data review by tandem technical support confirmed that the customer delivered multiple boluses, and the pump was functioning as intended. Subsequently, customer was hospitalized in the intensive care unit (ICU). Bg was treated with intravenous insulin, and saline. Additionally, customer was intubated. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.